Event description:
It was reported that the patient stated that over the past week, her pump has alarmed at least three times but not sure which pump. Patient also stated that it may have been a cassette issue as she does remember seeing a no disposable message at least one time. Patient states that she did have slight chest heaviness during this period due to anxiety caused by interruption in infusion. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI and 510k are unknown. No product information has been provided to date.

Manufacturer narrative:
Event problem and evaluation codes: updated. No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms#(B)(4).